Event description:
It was reported that the lift column on the 8800 system would not move up or down prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lift column power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.